Event description:
The user facility reported one of the hinges was damaged during the surgical procedure and broke. The broken piece fell into the pt and could not be retrieved since it was too small. The lot number for the handle is 0340334 and the lot number for the shaft is 0340160.